Manufacturer narrative:
This patient received left tmj devices in (B)(6) 2019. Two weeks later, the surgeon removed the patient's left tmj devices. Attempts have been made, but no additional information is available at this time.

Event description:
The patient's left tmj devices were removed due to infection.